Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The cgm reading was high and the patient self-treated with insulin based on the cgm reading and then experienced seizures and loss of consciousness. A stranger called the ambulance, and the patient was taken to the hospital. At the hospital they took a bg reading which was 30 mg/dl. The patient couldn´t remember what medication was provided as he was unconscious. The patient regained consciousness at the hospital. The patient was discharged from the hospital on the same day. At the time of the report the patient had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.